Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 11.7 mmol/l (aviva meter, system 1) and 6.3 mmol/l (aviva meter, system 2). Customer was using the same lot of strips with both meters. No serious injury reported. Requested return of the alleged device for evaluation.